Event description:
A retrospective review of abbott spine complaints has been completed from december 2004 through june 2007. The review was performed to reassess complaint events for medical device reportability.

Manufacturer narrative:
Mis-positioning / migration of part / implant identified during surgery. Adverse event / product malfunction resulting in surgical time greater than 30 minutes. Adverse event greater than 30 minutes (without product malfunction) . Instrument function failure during surgery. Instrument break during surgery. Instrument bent during surgery. Instrument broken (not related to surgery). Part disassembled (not related to surgery). Part pull through during surgery. Part stripped during surgery. Part not locking / not secure during surgery. Part disassembled during surgery. Shipment error.